Manufacturer narrative:
The initial report inadvertently missed that there were two small battery drive devices involved in the event. Therefore, this is report 1 of 2 for the same event. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed on the device which determined that the upper trigger was sticking and made an unusual sound. It was further determined that the wires on the electronic control unit were damaged, the coupling head, bearings and seals were worn, and trigger components were damaged. The assignable root cause was determined to be due to component wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during a laterjet shoulder surgical procedure, it was observed that the small battery drive device did not have enough power. It was noted that the device was not powerful. It was reported that there was a ten [10] minute delay due to the event and a spare device was available for use. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reporter stated that the patients post-surgical outcome was good. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.